Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion characteristics and anatomical location are unknown. A taxus liberte (mr) 16 x 2.50mm was advanced to treat the lesion but the device was not able to cross the lesion and a stent strut was bent. The procedure was completed with a 2.5x16mm non-bsc stent. There were no patient complications reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If thee is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).